Manufacturer narrative:
Insulin pump was received in with intermittent button response due to moisture damage on the keypad trace. Damages to the lcd window, display window, battery tube, broken belt clip slot, reservoir tube and missing end cap sticker noted.

Event description:
Customer reported button error alarm on their insulin pump. Troubleshooting found customer was not holding a button down for three minutes or greater. Customer's blood glucose at the time was 104 mg/dl. Advised insulin pump will be replaced. No additional information is provided.